Manufacturer narrative:
Based on additional information. The patient is (B)(6) inches in height. An event regarding subsidence involving a triathlon prim bead pa sze3 bp was reported. The event was confirmed as per the clinician's statement. Visual inspection revealed the triathlon prim bead pa sze3 bp showed signs of normal use. There is nothing significant to note about the triathlon baseplate. Dimensional and functional evaluations were not performed as the device was implanted. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the tibial component subsiding into varus. The patient also reported instability and pain. X-rays of the loose and subsided components were provided but further medical records are needed for clinician review. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
Doctor implanted a cementless triathlon knee (B)(6) 2010. Initial follow up visit x-rays revealed satisfactory component position and the patient reported no problems. According to doctor, several x-rays over the past 3 years seem to suggest the tibial component was subsiding into varus. The patient recently presented with reports of instability and pain. Doctor elected to revise the tibial component on (B)(6) 2014. The tibial component was removed and a cemented triathlon universal baseplate with 10mm augments and a 9x100mm cemented stem was implanted.

Event description:
Doctor implanted a cementless triathlon knee (B)(6) 2010. Initial follow up visit x-rays revealed satisfactory component position and the patient reported no problems. According to doctor, several x-rays over the past 3 years seem to suggest the tibial component was subsiding into varus. The patient recently presented with reports of instability and pain. Doctor elected to revise the tibial component on (B)(6) 2014. The tibial component was removed and a cemented triathlon universal baseplate with 10mm augments and a 9x100mm cemented stem was implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.